Event description:
It was reported by service report that the foot end side rails would not move and were stuck in the down position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Side rail plunger malfunctioned.